Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue.